Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the implantable cardioverter defibrillator (ICD) was not confirmed. Upon external visual inspection scratches and dents were noted on the case. Also, the case was swollen. Moreover, internal visual inspection noted no irregularities. Further, manual electrical measurements noted normal pacing, sensing and defibrillator functions. Thus, the ICD was operating normally.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had malfunctioned and delivered several shocks within one hour. This ICD was then explanted and replaced. No additional adverse patient effects were reported.